Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room. Upon interrogation, it was noted that the implantable cardioverter defibrillator had a device reset due to the device memory being full. It was noted that the patient was experiencing chest pain, but it was unknown if it was related to the device. No device intervention was performed. Patient was stable and will continue to be monitored.